Manufacturer narrative:
(B)(4).

Event description:
It was reported that a one day after this right atrial (ra) lead was implanted there were observations of cyclical noise. Subsequently, an additional procedure was performed where it was verified that the lead was fully inserted and the set screw was tightened down. The lead was successfully repositioned to a different location in the atrium and the noise was resolved. No additional adverse patient effects were reported.